Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution. The reported failures of flow verification: positive flow and flow verification: negative flow are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of evt_press_sensor_mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 device had a vent service required alarm after installing software 1.05.15. There was no allegation of harm or injury reported. The device was not reported to be in patient use. The device was returned to a third-party service center for service. During the evaluation, service technician observed flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume failures during diagnostic testing. Additionally, the error code e384 vent service required (evt_press_sensor_mismatch) was discovered in the event logs. The evaluation did not specify which components were replaced to address these issues. Additionally, the internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, and pollen filter were replaced to prevent failure. The detachable battery pack and internal battery were not replaced due to a long-term delay in the arrival of replacement parts but will be replaced. A final report is being submitted. If additional information becomes available following completion of the device repair that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.